Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, patient presented for follow-up. Patient reported right hip weakness. On (B)(6) 2010, patient underwent lumbar x-ray which showed evidence of c4-5 and c5-6 cervical fusion with a plate spanning c4-5 disc space. There was evidence of spondylosis at c3-4 and c6-7 with the c6-7 level being the most severe. On (B)(6) 2010, patient underwent x-rays of cervical spine which showed plated c4-5 anterior cervical fusion and a non-instrumented c5-6 fusion both of which had healed. There were degenerative changes seen at c6-7 and minimally at c3-4. Assessment: patient sustained significant injuries to spine as a result of the motor vehicle accident. On (B)(6) 2010 patient underwent MRI of cervical spine w/o contrast. Impression: surgical chances after anterior fusion from c4-c6; mild posterior osteophytic spurring from c4-c5 through to c6-c7; no spinal canal or neural foraminal narrowing. There had been no significant change from prior exam. On (B)(6) 2010, patient presented for follow-up. Patient reported right side pain shooting down leg, right sided thigh pain, left arm numbness and tingling. On (B)(6) 2010, patient presented for follow-up. Patient reported low back pain, cervical neck pain that radiates to both shoulders. Pain had become severe and intolerable. On (B)(6) 2010, patient underwent cervical spine x-rays. Impression: surgical changes status post anterior fusion at c4-5. Moderate degenerative changes at c6-7. On (B)(6) 2010, patient presented for follow-up. Patient reported low back pain which occurs mostly at night and she had difficulty sleeping, patient also reported axial neck pain with minimal radiation to the fingers. Patient underwent x-rays showed hardware to be in good position on (B)(6) 2010, patient presented for follow-up post-op anterior cervical diskectomy and fusion c6-c7. X-rays of her cervical spine revealed stable appearance of the instrumentation anteriorly at c6-c7. On (B)(6) 2010, patient underwent following procedure: exploration of cervical spinal fusion, c4-c7; c4-c7 posterior spinal fusion using rhbmp-2 and allograft; c4-c7 vertex segmental spinal instrumentation; c-arm fluoroscopy for less than 1 hour; for a pre-op diagnosis of: failed anterior cervical fusion, c4-c5; status post c5-6anterior cervical fusion; progressive degeneration at c6-c7. After rods and screws were implanted, decortication was performed, decorticating the lateral mass and lamina at c4, c5, c6, c7, bilaterally. Then rhbmp-2 was reconstituted and two of the sheaths were placed on each side well bridging and covering c4 to c7. Ten ml of bone graft was also placed on each side, covering the rhbmp-2 well, filing the interval nicely with good contact with the rhbmp-2 and the decorticated areas. No complications were reported during the procedure.